Event description:
It was reported that a patient's implantable cardioverter-defibrillator experienced post-sensed t wave oversensing. No further information has been provided at this time.

Event description:
New information notes that the patient experienced inappropriate shock therapy due to the oversensing. The patient is stable.